Manufacturer narrative:
Follow-up 5/31/2016: customer reported that pump later charged to 100% battery life. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery would not charge. It was also reported that when the pump was plugged into a power source, it would not recognize the power source despite the attempted use of multiple cables. It was indicated that the current pump and/or injections would be used for diabetes management.